Event description:
On 5/3/24 beta bionics was made aware by diabetes clinic that an ilet user experienced diabetic ketoacidosis (dka). The exact event date was not reported and is unknown. On (B)(6) 2024 a beta bionics customer care agent contacted the user's mother. The mother stated the user has not been admitted to the hospital or over a year. The agent attempted to gather additional information, but the call was disconnected. Further attempts to contact the user's mother have been unsuccessful.

Manufacturer narrative:
No product was returned for evaluation. The ilet logs were reviewed by beta bionics failure investigation department. However, no event date was reported so precise review of the device logs and ilet report related to the performance of the device during the event is not possible. Available device logs were reviewed to assess the general performance of the device throughout the wear period. The device was initialized on 2024-03-27, and device logs are available until 2024-05-21. Data during this period was reviewed. No malfunction alerts were found in the available device engineering logs. No motor errors were seen to indicate inaccurate dosing relative to delivery requests for insulin. As of the end of the logs, no factory resets were found, and body weight was not changed from initial set up. Device audio was set to high after initial set up. It was briefly changed from high to off on 2024-04-11 but was turned back to high about an hour later. Cgm alert settings were not changed from initial set up (on). At the end of the currently available logs, all cgm alerts were set to on and device volume was set to high. There were no instances of bg-run mode throughout the available logs. No evidence of device malfunction was found in the engineering logs from when the device was initialized through the last day of available data. During this period, the ilet was behaving as intended, reacting appropriately to cgm glucose values, and appropriately triggering device and cgm glucose alerts. Without an event date, performance of the device during the reported event could not be evaluated. No product performance issues were identified. If the specific event date is determined the complaint will be reopened and investigated accordingly. No anomalies were observed. The device history record (DHR) review was completed, and this device passed all manufacturing release criteria for distribution. There were no issues identified that would have impacted this event. Without an event date or any additional information, determination of an assignable cause for this dka event is not possible.